Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case at reservoir tube window corner, cracked display window, cracked reservoir tube, stained end cap sticker and cracked end cap.(B)(4)

Event description:
The customer reported via phone call that she dropped the insulin pump and the o-ring came out of the reservoir compartment. Customer stated that the reservoir does not lock into place and will come out of the insulin pump throughout the night and she experienced high blood glucose due to this. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.